Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion in the mid left anterior descending artery (lad). It was reported that stent deformation occurred after multiple failed attempts to cross the lesion. The procedure was completed using another resolute onyx stent. No patient injury was reported.

Manufacturer narrative:
There was 100% occlusion mid-lad between two stents. Thrombus was present. A 2.5x12mm balloon was used for pre-dilation. The stent would not pass the lesion. A 3x15mm balloon was then used. The stent was still unable to pass the lesion. A 3.5x12mm nc balloon was then used. The procedure was completed using another same sized resolute onyx stent. If information is provided in the future, a supplemental report will be issued.